Event description:
Customer's family member called to report that pt passed away. It was stated that the cause of the death was hypoglycemia and then pt went into a coma. Device was worn at the time of death.